Manufacturer narrative:
Initial and final MDR (B)(4), device 3 of 3.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced three nfusion set cannula kinked events on 20-jan-2025. The event occurred within three hours of insertion. The insertion site was arm and upper buttocks. The blood glucose level was 590 mg/dl and the patient was treated with correction injection via (mdi) multiple daily injection. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.